Event description:
A customer observed negatively biased phyt qc results on the vitros 5,1 fs system. No pt results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the root cause of the biased results was instrument related. Service repairs were made to optimize the immuno wash metering assembly settings. Post service precision tests showed the vitros 5,1 fs analyzer was restored to expected operation.